Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The cause of the pointed out phenomenon was the failure of the bi board. The cause of the failure of the bi board could not be determined because the product was not returned to the legal manufacturer. It is presumed that this event occurred due to accidental failure because this event did not tend to occur frequently.

Manufacturer narrative:
This supplemental report is being submitted to report additional information. There were no other devices involved in this event. The device was inspected and no abnormalities were observed. There was no damage or abnormalities observed with the cord. The correct power cord was used and connected securely. There were no errors, alerts or alarms received. The physician is experienced in using this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation conformed the customer¿s complaint. The front panel control was tested and failed. The monitor was inspected and displayed no image due to a faulty business intelligence (bi) board. The device was repaired and returned to the customer.

Event description:
The service center was informed that during preparation for use, the monitor did not power up. There was no report of patient injury.